Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the shaved forceps/biopsy channel port could not be identified. However, it¿s likely the cause is related to the endo therapy accessories or metal part of the cleaning brush touching the biopsy channel port when the user inserted/withdrew the products. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchofiberscope had a broken fiber. The issue was found during reprocessing. Inspection and testing of the returned device found the forceps channel port is shaved. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the distal end had a dent. Due to a cut on the distal end, water tightness was lost. Due to wear of the angle wire, bending angle in the up direction did not meet standard value. The adhesive on the distal end was detached. Due to wear of the angle wire, bending angle in the down direction did not meet standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.